Event description:
Caller reported an error with their continuous glucose monitor, labeled as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller planned to reset the pump and contact support again if the issue continued.